Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-60-01 - stemless humeral comp laser cage, size 1: 6574554, 310-62-44 - stemless humeral head 44mm x 14mm x beta: 7241505, 314-24-22 - laser cage glenoid s, 8 post aug, left: a331800. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Intra-operatively of a left tsa, it was reported via clinical study that the patient experienced a sensorimotor deficit. Atsa with axillary nerve palsy. It was noted that this event presents persistent/significant disability, however no action was taken for this patient. The outcome is continuing and the clinical report indicates that this event is unlikely related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.